Event description:
Report received of possible underdelivery. It was reported that the pump was being used for patients having dobutamine stress tests. The reported protocol for the facility was to start the test with dobutamine at 10mcg/kg/min and increase by 10mcg every 2 minutes to a maximum of 40mcg/kg/min. After 10 minutes, if the pt does not achieve their maximum heart rate, they give atropine. The customer contact reported that in the past 1-2 weeks, 29 out of 30 patients failed to reach their maximum heart rates until given the atropine. The customer contact reported that since this is unusual for this patient population. She felt that the pump may be underdelivering. There have been no reported instances of any adverse pt events are as result. Though requested, there was no further info available.